Manufacturer narrative:
-1.75 was new target}. The patient has a history of poag (primary open angle glaucoma) and had pco (posterior capsule opacification). Patient recently had a yag capsulotomy od. No additional information was provided. The following section has been updated accordingly: section b7: other relevant history, including preexisting medical conditions: poag (primary open angle glaucoma) and pco (posterior capsule opacification). Section d10: device available for evaluation? Yes returned to manufacturer on: 11/24/2020 section h3: device returned to manufacturer ¿ yes device evaluation: the complaint lens was received in the replacement lens¿ case. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sex/ gender: unknown/ not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was targeted for -2.00, but did not adjust well to the intraocular lens (iol) in the right eye. The patient had abnormal depth perception and was unable to get vision to focus in unison with both eyes. The patient was status post myopic lasik. The lens was scheduled to be explanted from the patient's right eye. Through follow-up, it was learned the lens was explanted. There was no vitrectomy or incision enlargement, however, a suture was required; 66 lri (limbal relaxing incision). Another johnson & johnson lens (same model, but lower diopter 19.5) was successfully implanted as a replacement. At day 1 post-operative, uncorrected distance visual acuity (ucdva)- 20/70; uncorrected intermediate visual acuity (uciva)- 20/16. No additional information was provided to johnson & johnson surgical vision.